Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp slipped during a procedure. There was no pt injury involved with this incident. Additional clinical info has been requested.